Event description:
A hospital in (B)(6) reported, via a distributor, that air leaks were detected in the water traps of seven rt212 adult breathing circuits during use. This was noticed when the water inside the water trap was emptied out and the water trap bowl was reconnected. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: an investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned for eval. Results: the water trap of the breathing circuits consists of two parts where the lower part can be removed during use for draining water. The hospital (B)(6) reported that air leaks in the water trap of the breathing circuit was detected when the water inside the water trap was emptied out and the water trap bowl was reconnected. A lot check revealed 5 other complaints of this nature for this lot number. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. (B)(4).

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: an investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned for eval. Results: the water trap of the breathing circuits consists of two parts where the lower part can be removed during use for draining water. The hospital (B)(6) reported that air leaks in the water trap of the breathing circuit was detected when the water inside the water trap was emptied out and the water trap bowl was reconnected. A lot check revealed 5 other complaints of this nature for this lot number. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. (B)(4).